Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received insulin pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reported they are not able to rewind the pump. Customer will return device for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assemblies. Unable to verify pump error 37 due to blank display. The device was received with corroded battery tube and corroded motor home switch. The device was received with minor scratches on case and minor scratches on lcd window.